Manufacturer narrative:
Date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been having a lot of pain in the area of the stimulator. The patient said the pain comes and goes, and it had been happening since november. The patient stated that the pain was so bad that it caused them to throw up. Prior to call, the patient tried turning the stimulation off for two days and said that the ins site pain resolved during this time, but they had to turn the ins back on to relieve their target pain. The rep reported that the patient experienced pain in the battery pocket but there were no falls or other factors that could have led to the issue. The rep said the impedance check was normal and they reprogrammed the patient to comfort. It was noted that surgical intervention was planned as the healthcare professional planned to upgrade the entire system and they were also going to place the new battery on the other side. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.